Event description:
When attempting to manipulate the ap plane, once control was let go of the c-arm would rock back and forth even though it was supposed to be stopped. A scene was saved under the patient's exam of the rocking of the a plane. That part of the exam was difficult to read. Manufacturer response for siemens biplane radiology machine, (brand not provided), (per site reporter). A tech from siemens was coming in today.